Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for peritonitis. On an unknown date during hospitalization, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. Two days after admission, the patient was discharged from the hospital. The antibiotics (dose, route, and frequency not reported) continued seven days post discharge from the hospital. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.